Event description:
During an ureteroscopy on a pt, the guidewire tied itself into a knot resulting loss of access to the upper tract. Surgery had to be aborted and a diverting stent was placed to allow any possible injury to the ureter to heal.